Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic after receiving a vibratory alert. Review of the pacemaker revealed that the device was in back-up vvi. The device was restored and reprogrammed to prior settings. The patient was stable before, during, and after reprogramming and would be followed up normally.